Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No alert screens were displayed during testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. However; no alert screens were displayed during testing.

Event description:
It was reported that during a hysterectomy procedure, when the doctor applied energy, he waited to hear the second tone, and started to cut the tissue and the grasper blocks didn¿t open. A forcep was used to open the jaws and then the generator made an alert, to replace the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.